Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating that customer filled tubing and no drops came out of the end. Reportedly, customer stated a smell of insulin and that probably insulin was coming out of the luer lock.